Event description:
Device 1 of 2. Reference MFR report#1627487-2018-13489.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2018-13489.

Manufacturer narrative:
The patient information, device implant date and initial reporter is not available at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a bad headache. As a result, surgical intervention was undertaken wherein the physician removed the trial system. No further information is available.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2018-13489. Additional information received identified that patient had no headaches. Attempts were not made to reprogram the leads. The scs trial ended in less than a day.